Event description:
Per territory business manager the rubber on (B)(6) tires were split from order (B)(4). Tbm advised (B)(6) just made him aware of the issue and they already replaced them. Tbm could not provide any further information.